Manufacturer narrative:
No part number was received to verify that it was in fact a bioderm product. No lot number was provided to review manufacturing records. Unable to investigate further. Further information on product use was requested multiple times, but none has been received. Will update the report if more information is acquired.

Event description:
Distributor informed bioderm of a complaint they received by one of their customers (hospital). The hospital reported an uncircumcised male patient who developed the appearance of purplish/reddish discoloration, swelling, and an open lesion on the area behind the gland of the anatomy while using men's liberty acute. They reported the patient was evaluated by the inpatient woc consult, who discontinued the mla, and an alternative device was used.